Manufacturer narrative:
Please note that the date of occurrence is unknown so the date the manufacturer became aware has been used.

Event description:
It was reported that there was a case of hemoperitoneum.